Event description:
It was reported that the patient presented via merlin.net transmission with high ventricular lead impedance observed on the implantable defibrillator. The patient was brought into the clinic for testing and would continue to be monitored remotely.